Event description:
It was reported that black hair-like matters were found in the sealed package of 7655405. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1003 showed one other similar product complaint(s) from this lot number.